Manufacturer narrative:
Device evaluation summary: device evaluation of battery (B)(4) has been completed. The reported problem (unable to remove battery from monitor) has been confirmed. As received, the battery was swollen, resulting in a tight fit in the monitor enclosure and the reported difficultly in removing. The battery pack cells were found to be swollen due to contamination within the battery pack enclosure. The battery was unable to power on a monitor due to the liquid contamination. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that a patient's battery pack was stuck in the monitor.